Manufacturer narrative:
This serves as a correction report. Additional information has been received and the customer indicated that they did not have a skin reaction using sensor (B)(4). No further reports will be submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer contacted a health care professional (hcp) about the allergic reaction and medication was prescribed by the hcp. Specifics of the prescription were not provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer contacted a health care professional (hcp) about the allergic reaction and medication was prescribed by the hcp. Specifics of the prescription were not provided by the customer. There was no report of death or permanent injury associated with this event.